Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. Medical record alleges that, an unknown bard powerport was implanted in a patient via the left internal jugular vein for the treatment of breast cancer. The port was accessed with a huber needle, aspirated easily, flushed with heparin and deemed ready for immediate use. Three months and seventeen days later, a computed tomography scan of neck revealed left internal jugular vein thrombosis, beginning at the level of the hyoid bone and extending to the entry site of the left internal jugular venous catheter. Subsequently, the port was removed nine days later. Therefore, it can be confirmed that the patient had experienced left internal jugular vein thrombosis. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d1, d4 (medical device catalog #), g3, h6 (method, result). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2009, a patient underwent a port placement via the left internal jugular vein, for the treatment of breast cancer. Approximately three months and seventeen days later, on (B)(6) 2010, the patient was diagnosed with thrombosis, which was confirmed by a computed tomography of neck. Subsequently, the port was removed on (B)(6) 2010. However, the current status of the patient remains unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometime later port placement procedure, the patient allegedly developed with thrombosis. However, the current status of the patient is unknown.